Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed high rate accuracy 21.5 error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. A cause could not be determined and no pump correction is required in relation to the reported problem. The event date was not provided, however a review of the history log revealed an infusion programmed at a rate of 100 ml/hr and vtbi: 50 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. However, no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.